Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. There was no reported adverse effect to the customer's blood glucose level. Customer was advised by technical support to contact their healthcare provider immediately for further assistance, and the caller understood and acknowledged the instructions